Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed an unexpected restart alarm after a battery change. Customer's blood glucose was 137 mg/dl. During troubleshooting, found unexpected restart alarm and signal too low alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed after battery change and time/date had reset to factory default settings due to voltage leak on interface board. The insulin pump passed unexpected restart test and self-test. No unexpected alarms noted during testing. No cosmetic damage noted.